Event description:
Account reports they obtained zero results for a patient troponin- t and an hcg-b. When repeated, the results were significantly higher. The incorrect results were not used to guide patient therapy. The field service rep was unable to determine a cause for the discrepant results.